Event description:
It was reported that the insulin pump was exposed to water while the customer was in the swimming pool, and the device had a frozen display. It was also reported that the insulin pump had a button error and the alarm could not be cleared. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button press due to corroded keypad traces. No button error alarm noted. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection. Scratched lcd window noted during visual inspection.